Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device emitted audible tones and had reached elective replacement indicator (eri) battery status. A request was made to analyze the device data. Boston scientific technical services (ts) reviewed the data and confirmed that power consumption was increasing in a gradual fashion and recommended device replacement within 62 days. Subsequently this device was successfully explanted and replaced. This device has returned and analysis is expected. No additional adverse patient effects were reported.